Manufacturer narrative:
The reported event of failure to disconnect the atrial lead was not confirmed. As received, only the distal portion of the lead was returned in one piece. Visual and x-ray examination found the helix was stretched and bent due to procedural damage. Testing of the helix mechanism and the extension length could not be performed due to the condition of the helix as received. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during initial implant of the atrial lead, the lead could not be retracted from the heart. The atrial lead could not be implanted. The patient was stable following the procedure and there were no adverse consequences.